Event description:
Same case as MFR#: 2134265-2009-03256. It was reported that during a coronary treatment procedure, a drug eluting stent was implanted instead of a bare metal stent. The physician asked for two liberte bare metal stents and was handed two taxus liberte stents, which were implanted. The miscommunication was discovered post implant. Liberte stents were originally chosen as the patient had an upcoming surgery. No patient complications were reported. Patient status reported as "ok".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.